Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log history was not provided therefore no review could be performed. The reported device was not returned to brézins for investigation. Despite several requests for the parts return and attempts to collect additional information, we did not receive anything that would allow us to identify the actual root cause of this event / to go further with this investigation. Therefore, the root cause of the reported issue could not be identified. However, if we do get information later on we may re-open the complaint and pursue the investigation. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: not investigated. The trend is: normal.

Manufacturer narrative:
Attempted to submit via FDA esg on 24feb2024 @ 4:00pm cst, but received the message "secure connection failed" on multiple web browsers.

Event description:
The following has been reported: problem: unit was in shop for repair with written note on it " power failure". Action: unit would not charge when ac power cord connected. Replaced power supply board still error persist. Replaced bracket and main board kit. Unit started charging. Used old power supply board. Wifi tag installed. Resolution: unit back to service. Reporting as a conservative measure. No adverse event communicated. More information is needed to complete the investigation.